Event description:
It was reported that the occipital leads were eroding through the scalp. Surgical intervention was undertaken wherein the occipital leads were explanted to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.